Manufacturer narrative:
The insulin pump was received with normal operating currents and passed all functional testing including the self test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarm noted. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was unknown. The customer reported the alarm was resolved by a complete set change. The customer does not want to return the set and reservoir for analysis. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer reported via phone call indicating that he had excessive no delivery alarm. Customer's blood glucose was unknown. The customer changed out everything twice and it's not working properly. The customer was advised and explained the recurring no delivery may be due to site, set or reservoir issue. The patient has tried different cannula lengths. The patient's insulin is not expired or denatured. The patients does rotate site and avoids scar tissue. Customer stated the tubing is not bent. Customer stated they have tried all remedies. Customer was advised that the device would be replaced.